Event description:
(B)(4). Many, many side effects: brain fog, forgetfulness/memory issues, itchy reoccurring bumps, hair loss, anxiety, joint pain, severe fatigue, digestive issues, gall bladder removal, hysterectomy and others.